Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver and the charging cable were overheating for a receiver with an unknown serial number. However, a receiver with serial number (B)(6) was returned for evaluation.an external visual inspection was performed and failed due to burnt melted plastic at the usb port. Pictures were taken. Receiver charge and boot tests were not performed due to burnt melted plastic at the usb port. Functional tests were not performed due to burnt melted plastic at the usb port. An internal visual inspection was performed and failed due to burnt usb connector. Pictures were taken. The receiver log was downloaded and reviewed due to burnt melted plastic at the usb port. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The receiver log was not downloaded and reviewed due to burnt melted plastic at the usb port.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver and the charging cable were overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.